Event description:
It was reported that while prepping for insertion, the customer noticed a tear in the intra-aortic balloon (iab). A second iab was then opened, but the membrane was unfurled and it could not be inserted through the sheath. Neither of the iabs had been inserted into the patient. A third iab was inserted successfully. There was no patient harm or adverse event reported. This report is for the first iab in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
Initial reporter occupation: operations coordinator. Event site full name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood found on the device. The sheath was not returned for evaluation. No kinks were observed on the iab. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, and y-fitting was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).